Event description:
It was reported that during a follow up in clinic, high pacing impedance was noted on the right ventricular (rv) lead. The physician suspected rv lead fracture, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.